Manufacturer narrative:
(B)(4). Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery date: (B)(6) 2005 the type and level of initial surgery procedure: l2-l5: posterior spinal fusion and l4/5:posterior lumbar interbody fusion implanted level: l2-5 it was reported that on an unknown date, post-op, implanted rods were broken on both side. Patient complications were reported as unknown. Revision surgery will be performed to remove the broken rods.

Manufacturer narrative:
X-ray review: l2-5 posterior spinal fusion performed. An instrumentation of l3 for compression fracture at this level. Both rods were broken. Fusion status is unknown. The instrumentation appears to be undersized and not placed to the anterior portion of the vertebral body. The slip level, failure of fusion, loss of lumbar lordosis, and undersized hardware probably all contributed to the construct failure.